Event description:
The customer reported that the device had a 100b error (vent-inop: watchdog test failed). There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The key market reported that the customer's problem was confirmed (startup alarm 100b). The service engineer then performed a visual inspection of the device. The key market reported that the cable of the flow sensor was removed and reinserted to resolve the issue. The device was returned to service.